Event description:
During an im nail procedure (femur), the insertion handle and the 135 degrees aiming arm did not line up with the nail. Surgeon went to insert the locking bolt and could not. The nail was left implanted without the locking bolt. Surgeon completed the procedure. This is 3 of 3 reports.

Manufacturer narrative:
After further investigation of this complaint, the nail was added to this complaint. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.